Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the physician noticed an episode of post paced t-wave oversensing on the right ventricular lead. Technical service recommended reprogramming. The patient is stable. Related manufacturer reference number: 2938836-2017-24149.